Event description:
Customer received a blood results of 70 and 67 mg/dl on his contour usb. He then ran a test on a different meter and received results of 285-290 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was satisfied with troubleshooting by phone. No product was replaced and nothing is expected to be returned for evaluation at this time.